Event description:
The reporter stated the surgeon was inserting an aq2010v silicone three piece lens and the lens haptic broke. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the lens may have possibly been damaged during the loading process.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found the lens optic torn. Pieces of lens optic and both haptics were torn off, with one piece missing. There was evidence of clear surgical residue. (B)(4).